Manufacturer narrative:
(B)(4).

Event description:
It was reported that "while preparing a patient for a radial access procedure, the guidewire- taken from an intact and well-preserved package-was found to be bent and unusable." This was found prior to use.

Event description:
It was reported that "while preparing a patient for a radial access procedure, the guidewire-taken from an intact and well preserved package-was found to be bent and unusable." This was found prior to use.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows a folded lidstock, the catheter, and the guidewire within the protective tubing with a kink observed. The complaint of a kinked guidewire was able to be confirmed by the photo. The appearance of the damage is consistent with folding of the kit resulting in damage to the guidewire. The customer also returned one opened sac-01220-pbx arterial kit for analysis. No definite signs of use were observed. Visual analysis of the guidewire revealed the guidewire was kinked in one place throughout the body. Visual analysis also revealed the returned packaging contained one major fold and a kink in the catheter and protective tubing that aligned with the kink in the guidewire. Microscopic examination confirmed the kinks and revealed that both welds were present and spherical. Additionally, the product lidstock states "do not bend". The kink in the guidewire was located 121mm from the one tip. The overall length of the guidewire measured 348mm, which is within the specification limits of 345mm-355mm per the guidewire product drawing. The guidewire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm-0.533mm per the guidewire product drawing. Functional inspection of the guidewire was performed per the instructions for use (IFU) provided with the kit which states, "thread tip of catheter over guidewire." The returned guidewire was threaded through the distal lumen of the returned catheter and introducer needle. The undamaged portions of the guidewire and were able to advance with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not use if package is damaged." The customer report of a damaged guidewire was confirmed through investigation of the returned sample and the customer supplied photo. The guidewire was kinked in the middle of the body and the returned packaging each contained one major fold as well. The guidewire met all relevant functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.